Event description:
An attorney reported a consumer experienced ocular irritation, pain, redness, light sensitivity, temporary loss of vision and depth perception with use of this product. Per medical records provided by the attorney, the consumer visited a hospital emergency room where an attending physician diagnosed "conjunctivitis" and "iritis" in 2008. He treated her with an ophthalmic antibiotic and an oral pain medication. The same day, the patient was examined by an optometrist who diagnosed "superficial punctate keratitis" (spk). Two days later, an ophthalmologist examined the consumer and diagnosed a "central corneal ulcer" in her right eye and a diagnostic corneal scrape was performed at that time. According to the lab results, the culture tested positive for "stenotrophomonas maltophilia." In the medical records, an ophthalmologist reported the following month that the consumer is undergoing treatment for an "eye infection" in her right eye. He indicated she has poor vision, light sensitivity and pain. She is being treated with antibiotic medications.

Manufacturer narrative:
Evaluation summary: the complaint device associated with this report has not been received for evaluation. Batch records were reviewed for lot 151882f and no deviations were identified. The chemistry and microbiology test results were reviewed and found to be acceptable. There are no similar reports for lot 151882f. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Stenotrophomonas maltophilia is an aerobic gram-negative bacillus that is found in various aquatic environments. It is an uncommon pathogen in humans and usually incapable of causing disease in healthy hosts.